Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from june 05, 2019 - june 06, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unknown date between december 8, 2018 ¿ september 30, 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from unspecified location. The leak was discovered during setup. There was no patient involvement. No additional information is available.